Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's extensions were cut and left implanted with a 2x4 paddle lead. The rep was inquiring about implanting a new extension. Follow up was being performed for additional details including cause and outcome. If additional information is received, the event will be updated.